Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak event is refuted, rather there were multiple type ii endoleaks from the lumbar artery. This is not consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to the type ii endoleaks. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: h6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela infrarenal endograft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post initial procedure an endoleak was identified during a routine computed tomography (CT) scan. With the overlap having decreased to approximately 4 cm, a type 3a endoleak was suspected. Additional information: the reported suspected type 3a endoleak was refuted, rather there were multiple type 2 endoleaks from the lumbar artery. As a type ii endoleak is a non device related failure and anatomy-related, this event is no longer reportable to the FDA as there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela infrarenal endograft to treat an abdominal aortic aneurysm (aaa). Approximately six (6) months post initial procedure an endoleak was identified during a routine computed tomography (CT) scan. With the overlap having decreased to approximately 4 cm, a type 3a endoleak was suspected.